Event description:
In 2007, patient was seen at the emergency room for dizziness without wearing the external equipment. The patient reportedly is a non-user of the cochlear implant. The decision was made to explant the device. The patient's c1 device was explanted.